Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this product is not zimmer biomet (B)(4) product, and is not reportable under the zimmer biomet (B)(4) MFR.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is being considered for a revision surgery for unknown reasons.